Manufacturer narrative:
Product ID: 8832, serial# unknown, product type: programmer. Patient product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient was on a dose of 1890mc/day of baclofen and was still getting a lot of spasms. The patient reported to the hcp that it worked good after a refill but worked less well when it got closer to the refill date (within 15 days of refill). The hcp reported the pump worked well for 1.5 months. The patient¿s pump was last refilled (B)(6) 2013 and the patient started having increased spasms two weeks ago. The patient¿s spasms have been ongoing; they just get worse close to the refill date. The patient¿s hcp has not been able to achieve more therapy for the patient to control the spasms. The patient was also getting botox. They are going to try a personal therapy manager to see if that will help. It was noted the reservoir volumes were today erv: 0.5ml and arv: 3ml and previous refill: erv: unk and arv: 5ml. The pump was used to deliver fentanyl and baclofen.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported the patient¿s baclofen intrathecal treatment began ¿a few years ago¿ and the patient¿s pump was his second pump. The patient had been treated with the compounded baclofen and fentanyl for ¿a few years¿ and his treatment was ongoing. The physician was uncertain as to what was causing the patient¿s spasms. Troubleshooting had been done in the past, but no details were given regarding what was done. There was higher than stated reservoir volume remaining the in pump (date unspecified). Most of the time, the patient was receiving effective therapy, but at the end of the cycle the patient experienced increased spasticity and a higher reservoir volume.